Event description:
A peritoneal dialysis (pd) nurse reported a patient had peritonitis. The cause of the peritonitis was unknown as the effluent sample was three days old. Medical records received indicated the patient complained of stomach pain, significant amount of fibrin in drain bag and no fever. The patient was treated with antibiotics.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of plant's investigation.